Event description:
It was reported via repair work order that the siderail was stuck down position due to damaged side rail push/push handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.